Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 475 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include vomiting. The patient was treated with IV (intravenous) insulin, a shot in the stomach to avoid blood clots, and an antibiotic. It was also noted that the patients wbc (white blood cell count) count was at 20,000 so they also did a chest x-ray. The patient was released the 2 day later.

Manufacturer narrative:
The device has been returned/received to date, but is pending investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. The download data showed that an 0x9b alarm occurred during operation, indicating that it had been more than 5 minuets after cgm deactivation without receiving pod deactivation command. After the alarm, the device deactivated as intended. No timeouts or drive stalls were observed in the download data. Investigation of the device found no damages or deficiences that would have resulted in a failure to deliver insulin. The device functioned as intended.